Event description:
It was reported that the patient presented to the ER after receiving a shock due to oversensing. The oversensed events resulted in vf detection and inappropriate therapy. The oversensing on the ventricular channel could not be reproduced with isometrics/positional testing. Noise on the atrial lead was created when the patient pressed his hands together. X-ray was recommended, however, the patient is now a va patient and being seen elsewhere. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was explanted and replaced due to noise. The patient was fine after the event.